Event description:
It was reported that this event occurred in the ir dept. During use in a fistula on the pt, the basket broke. The user stated that there was a "tight turn and stent in the area of use". The user was instructed that the trerotola was not indicated for use in the presence of a stent. As a result, the broken pieces had to be retrieved using a snare. It is unk whether another attempt at the procedure was made. It is unk whether there was a delay, harm, or injury.

Manufacturer narrative:
(B)(4).